Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 25-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(Rep): information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for other. It was reported that the lead broken into 2 pieces at the time of ins replacement. Before going into the procedure the patient stimulator was interrogated. The interrogation showed that both electrodes 4 and 6 were >10000 ohms. The patient was not aware of any falls that may have caused this problem. Health care professional (hcp) was made aware prior to the procedure. At which time the physician decided that the lead would be replaced as the programming that covered the patient's pain pattern did not include either of those electrodes. During the procedure the lead broke into two pieces. A boot was added to the lead and the was tied off and left in patient inactive. The hcp placed plugs into the new ins ports and implanted the new battery. The patient will be implanted with a new lead on monday (B)(6) 2018 and connect to the newly placed battery. The issue has not been resolved at the time of this report. Yes surgical intervention occurred. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the ins being replaced was due to elective replacement indicator (eri). They stated that the cause of the high impedances or lead breaking was not determined. The rep noted that the physician later explanted the inactive lead and replaced it with a new one. They explained that the case was performed at a surgical center, and the physician wanted to do the lead explant in the operating room at brigham and women¿s hospital in boston. No further complications were reported or anticipated.